Event description:
It was reported difficult deflation was encountered during prereration for a percutaneous transluminal angioplasty procedure of an arteriovenous shunt. Another balloon catheter was used to successfully complete the procedure without any pt complications. The device was received, evaluated and retained by this manufacturer. Performance testing during the engineering evaluation could not confirm a deflation issue. The balloon was inflated and deflated without incident. User technique may have contributed to this event. However, co is unable to determine the cause for this event. Directions for use state: "deflate the balloon by slowly aspirating the syringe plunger. The balloon is completely deflated when the end center port luer fitting returns to the connector housing."